Event description:
It was reported to target that during the injection of an ethibloc glue, the spinnaker 1.8f catheter separated inside a guiding catheter. The separated pieces were retrieved from the guiding catheter. There was no harm to the pt from this event.